Manufacturer narrative:
This report is submitted on august 16, 2022.

Event description:
Per the clinic, the patient was hospitalized on april 2022 (specific date not reported) due to pain and vertigo. No additional episodes were reported.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022. It is unknown if the patient will be re-implanted with a new device as of the date of this report. Device analysis has indicated device failure. Device analysis report attached. This report is submitted on november 4, 2022.